Event description:
It was reported that patient had a revision surgery performed.

Event description:
It was reported that the plaintiff underwent a second revision surgery of the left knee due to knee contusion and patellar dislocation. The first revision surgery was on (B)(6) 2016. The primary left knee surgery was performed on (B)(6) 2014.¿

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that based the patient¿s history and long-term continued use of high dose oxycodone, complex medical comorbid conditions including peripheral neuropathy, multiple sclerosis, generalized weaknesses, multiple falls and reported non-compliance to medical regimen cannot be excluded as factors contributing to the reported events. Additionally, without laboratory findings, the source of the reported joint effusion cannot be confirmed. Additionally, without the return of the explanted devices the root cause of the dislocation leading to the reported revisions cannot be concluded. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.